Event description:
During an orif of the right distal fibula, the 2.0mm kirschner wire bent as surgeon was inserting it through the fibula and it broke in the tibia. An x-ray revealed two pieces reamain in the pt- the broken piece and the distal portion of the k-wire. The k-wire was inserted diagonally, from the ankle upward.